Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having low blood glucose. He just started using the insulin pump yesterday, and since then he had low blood glucose. In the morning, his blood glucose was 34 mg/dl. He has had a hard time bringing it up. Eventually his blood glucose rose to 90 mg/dl, and now it is 70 mg/dl. In troubleshooting, the drive support cap appears normal. He changed his infusion set yesterday. The reservoir screen is showing the correct amount. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. Customer was advised to talk to his doctor about his low blood glucose and about changing the basal rates. He was advised to monitor his blood glucose, and to discontinue use of the device until he contacted his doctor. Nothing further reported.